Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. As the complaint product simple was being disinfected and prepared for analysis, a leak was found in the cassette, the leak was found on the cassette film. The complaint product sample was visually inspected and during the visual inspection with the microscope a tear was found in the cassette film. No damages were found in the cassette hard plastic. This kind of damage could have the following causes: pump door is sharp per closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. Due to the lot number being unknown, a search in the product shipment history system was performed to find the possible involved lots. Also, DHR review was performed for the involved lots of the product and there were no non-conformances, or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.

Event description:
The patient contact also reported that there have been cassette leaks four days in a row but was unable to provide the dates of occurrence. Fluid was also found inside the cycler door each time. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. Due to the timing of the leaks, the patient skipped the remainder of treatments in the absence of the cycler. The patient contact confirmed one of the cassettes used during treatment is available to be returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The patient contact also reported that there have been cassette leaks four days in a row but was unable to provide the dates of occurrence. Fluid was also found inside the cycler door each time. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. Due to the timing of the leaks, the patient skipped the remainder of treatments in the absence of the cycler. The patient contact confirmed one of the cassettes used during treatment is available to be returned for analysis.